Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi gas unit was intermittently reading the sevoflurane gas during patient use. No patient harm or injuries were reported. Investigation summary: the malfunctioning device was returned and evaluated on 05/23/2025. The returned device showed no signs of physical damage or fluid exposure. During testing, the reported issue of "sevoflurane gas sporadically reading" could not be duplicated. The device performed within specifications outlined in the service manual, and the only abnormality noted was the noise produced from the unit's pump. Since the complaint could not be duplicated, a definitive root cause cannot be established. Possible cause may be attributed to appropriate connection of the air tubes, connectors, and water trap. Alternatively, there may have been a temporary malfunction of the pump, and the pump's noise could represent wear-and-tear from the device's age and frequency of use. A serial number review of the reported device (gf-210ra, sn: (B)(6) does not reveal any previous complaints. A review of the customer's complaint history shows one similar case (230490) in which the gf-210ra device (sn: (B)(6) failed to give any readings. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 05/16/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/23/2025 emailed the bme for all information in the ni list above: the bme replied that the serial number of the bsm was unknown. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the multi gas unit was intermittently reading the sevoflurane gas during patient use. No patient harm or injuries were reported.